Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges pain and loosening. Patient underwent radiographs that revealed there were no issues with the implant. Surgeon stated that without a known cause for the pain there will not be a revision procedure. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as patient was being revised due to loose ligaments and the products were not at fault.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and or excessive, unusual and/or awkward movement and/or activity." Number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.